Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan to report the test strip port of the one touch ultra mini meter was too tight and she was unable to insert a test strip. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On approximately (B) (6) 2010, the patient noted the reported meter's test strip port was too tight to allow the test strip to be inserted. The patient took no action based on this meter issue. Approximately one week later, the patient experienced the symptom of 'shivering'. On (B) (6) 2010, the patient scheduled a physician's office visit; she received no treatment. The patient manages her diabetes with insulin on a sliding scale. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter casing issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.